Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the arteriovenous shunt. The 5x40mm armada 35 balloon ruptured at rated burst pressure during the first inflation. The procedure was successfully completed with a new armada 35 balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.